Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump successfully with a usb cable plugged into a computer. There was no reported impact to the customer's blood glucose level.